Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility through medwatch: event: description: arteril line being removed. When tegoderm was peeled back, profuse bleeding occurred from the line. The arterial catheter was then removed, pressure was applied to site until the "bleeding" subsided. Upon inspection, the catheter tip was not intact, and the tip could be palpated in the patient's wrist. The patient was taken to the or for removal of the retained tip. Medwatch number: (B)(4).

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen internal report number (B)(4). Received 1 used (contaminated with blood) capillary hub of introcan safety pur 22g, 0.9x25mm-us without packaging. We also received an extension set which connected to the returned capillary hub. Cannula hub and protective cap were not returned for investigation. Visually inspected the returned sample and found the capillary was broken into two pieces. Device history record (DHR):- unable to review the device history record (DHR) as this is an unknown batch. Simulation sample: the simulation outcome is the same as the complaint sample (by cutting it with sharp tool) process flow: this process flow shows that the possible station that could cause this issue is at capillary cutting station. Simulation at cutting station: the simulation shows that the cutting station will not cause such defect as the complaint sample. The capillary of the simulation sample after cutting process is approximately 5mm from the tip compare to the complaint sample which has been cut off approximately 21mm from the tip which was not possible to be caused by the machine. Simulation at camera tip check station: the simulation sample is able to be detected and rejected by cal camera tip checking station as the capillary is too short whereby it is out of the measurement region. Therefore it will not be taken into the next process. Simulation at ecm trimm length station: the simulation outcome from the vecm vision system shows that defect can be detected and rejected as it did not meet the criteria. Thus, it will not be taken into next process. Multiple attempts to obtain lot number and further information were not successful. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample and additional information. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible. Hence, the complaint is assessed to be not judgeable. A historical review of the complaint database identified no adverse trends for product code 4252578-02. Device history record (DHR): review of the device history records was unable to be performed because the lot number was reported as unknown. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.